Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was not working and also reported that button was not responding . The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly and customer reported not received any stuck button alarm. Troubleshooting was performed for display and found frozen screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump received with unresponsive keypad at the up, down, left, center, menu and back buttons. Unable to perform the self test due to unresponsive keypad. Unable to get software version from pump due to unresponsive keypad. Unable to test for frozen display due to not unresponsive keypad not allowing the pump to boot up. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack, keypad assembly or motor. Pump electronic stack and motor were placed in a known functioning case/keypad assembly and buttons worked. Unresponsive keypad isolated to the keypad assembly/case. The following were noted during visual inspection: scratched case and pillowing keypad overlay unable to confirm frozen screen due to unresponsive keypad during analysis. Unresponsive keypad confirmed and isolated the case/keypad assembly during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.